Event description:
Journal reference: constantoyannis c, berk c., et al. "Reducing hardware-related complications of deep brain stimulation." Canadian journal of neurological sciences 2005; 32(2): p194-200. This article evaluated the risk/benefit ratio of the deep brain stimulation therapy; highlighting several dbs hardware complications that may increase the risks. The patients had been implanted with a neurostimulator (model 7424, 7426 or 7428), dbs leads (model 3389 or 3387) and model 7495 extension. Reportable events: the 7495 extension (n=2) - two patients experienced a sudden loss of stimulation due to fractures of their extension leads. Both extensions were replaced. The ins (n=2), leads (n=7) - nine pts experienced post operative incisional infections. Three cases resolved with antibiotic therapy and six cases required hardware removal. Four patients had staphylococcus aureus and 1 patient had enterobacter. The site of the infections was the scalp in seven cases and the chest in two cases. Predisposing factors such as diabetes, poor nutrition or anemia were identified in four out of the nine patients. The lead (n=2), 7495 extension (n=2) - two patients experienced erosion of the skin over the lead-extension connector site near the mastoid. Both extensions had to be removed. In both cases the resultant infection also involved the lead which was removed as well.

Manufacturer narrative:
This report is being filed under exemption.